Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the lead was suspect of a fracture. The svc coil had previously been programmed off, leaving only the rv coil active. Over the last several months there have been some ventricular tachycardia non-sustained (vt-ns) and high rate (hr) episodes recorded which appear to be noise. The lead was capped and a new lead was implanted.

Manufacturer narrative:
Concomitant medical products: ddbb1d1 ICD implanted: (B)(6) 2017 and 800sr40 heart ring implanted: (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead triggered an alert for undefined high impedance on the superior vena cava (svc) coil. The lead remains in use. No patient complications have been reported as a result of this event.